Event description:
"Regulator hose exploded during surgical procedure and exhausted oil that contaminated the surgical area" was reported by distributor. No injuries or delays in surgery were reported. No additional info was obtained on follow up with foreign distributor.